Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating a restart occurrence. The customer did not report a restart occurrence during any previous usage. The customer reported no knowledge of the ventilator being in use on patient and there was no patient harm reported. The service technician was unable to duplicate the finding. Extended self testing (est) and performance verification testing was completed and all testing passed per operating specifications.